Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead was not sensing properly. The physician elected to use another lead to complete the procedure. The patient was in stable condition.